Manufacturer narrative:
The reported events of material too rigid or stiff and unspecified lv output issue were not confirmed by analysis. As received, a complete lead was returned in one piece for analysis. No anomalies were detected except for procedural damage.

Event description:
It was reported that the patient presented in clinic. A device interrogation revealed that the patient's right ventricular (rv) lead exhibited failure to pace and caused the patient to twitch. A computed tomography (CT) scan was performed and revealed that the rv lead had perforated the patient's heart. The rv lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
H6.